Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 133 mg/dl at the time of the incident. Customer was not able to complete rewind the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the displacement test however, the pump alarmed hardware low level failures during the self test and hardware low level failures alarm (variable 3) is found in the downloaded history file due to broken trace at pin 6 (sda) on the keypad assembly.